Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. The most probable cause of a ?no disposable-clamp tubing" alarm is a faulty dso sensor. The most probable cause for air being present in the line is user error, as medication was added to the cassette too quickly; however, this cannot be confirmed as no product was returned for investigation. The service history review identified no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
Other text: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the pump was alarming no disposable, clamp tubing. Patient not affected. Rate 5.4 ml volume 134 ml given 111 ml. No patient injury. No additional information available.